Event description:
It was reported to boston scientific corporation that the patient was implanted with a solyx single incision sling system during a procedure on (B)(6), 2012. Post-procedure, the patient presented with urinary retention (exact date unknown), and required intermittent usage of a catheter to void for an extended period of time. The physician noted that the patient's retention was directly attributed to the solyx sling. Reportedly, the patient, who was in her (B)(6), was not prescribed any medication.